Manufacturer narrative:
It was reported a staff member tested positive, but the kit only had the top line that appeared at first use of the test and was unsure if the test is positive if line remains or fades away. No additional information and product-specific information was obtained through complaint investigation follow-up attempts and consequently, a review of manufacturing route sheets could not be performed as lot number is unknown. No further investigation is possible with limited information at hand. The cause of the reported event, ambiguous result, could not be determined. The reported event could not be confirmed.

Event description:
It was reported a staff member tested positive, but the kit only had the top line that appeared at first use of the test and was unsure if the test is positive if line remains or fades away. Additional information for product-specific information and complete complaint details was requested; however unsuccessful as there was no response to attempts.